Event description:
It was reported the patient ¿felt¿ their ¿stimulation had changed¿ after she ¿went to the chiropractor.¿ it was further reported the patient¿s chiropractor ¿really got into her back¿ and that ¿ever since then she did not feel like the stimulation was working properly and she was having pain in her buttock again.¿ additional information reported the patient was ¿reprogrammed and fine.¿ it was found that ¿impedances were within normal limits.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 39565-30, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).